Event description:
It was reported that pump experienced malfunction code 13 after patient forcefully pushed piston down, and pump could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.